Manufacturer narrative:
Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the patient has been having pain in her left hip since 3-4 months after the surgery. During that time, she did experience squeaking which has since subsided. She has had cortisone injections, physical therapy and a bone scan. The results of her latest tests cannot rule out infection or loosening. She stated that she found (B)(4) on a recall list. She would like to know if her implant has been recalled."